Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was believed that the battery was protruding out but no actual break in the skin. The patient underwent a revision wherein the ipg was placed deeper. The patient was reportedly doing well postoperatively.